Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of problems with their accu-chek inform ii meter serial number (B)(4) that could affect the interpretation of patient results. The customer stated that the meter could be used but the screen was pixilated throughout the entire screen including the results field. The customer stated that there was a possibility of misinterpreting patient results. There were no allegations that operators misinterpreted results. The meter was reset but the issued continued. There was no damage to the screen.

Manufacturer narrative:
The patient's meter was returned for investigation. The display functionality was checked and the meter beeps when powered on, but display has numerous rows of black pixels. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.